Event description:
It was reported that the patient was in a car accident last year after getting into her car with low bgs. It was stated that she saw her sensor glucose reading at 91 mg/dl, but she didn't confirm with a fingerstick reading, and didn't realize that her bg was actually low. The patient got into the car, and had an accident. The patient stated that she does a fingerstick reading 6-8 times a day, and at least two of those readings are different from the sensor glucose readings. Advised the patient to seek assistance with possible changes to some of the settings. Advised to calibrate four times a day and try using a new glucometer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85591.